Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump touchscreen cracked after the user fell while the device was in a pocket, rendering the device nonfunctional and no longer watertight; the device was replaced and the user was advised to back up therapy if needed. Symptoms included no reported adverse clinical effects, with blood glucose reported in range. Outcomes included replacement of the device and continuation of cgm use with the dexcom app or receiver. Investigation included collection of event details, verification of device information, and coordination of replacement and return logistics. Investigation of this device revealed physical damage to the touchscreen consistent with external impact, leading to loss of functionality and loss of watertight integrity. It was concluded, based on previously established findings for similar reports, that the cause was external mechanical damage unrelated to device manufacturing or design.